Event description:
The device reached eri after five years. Premature battery depletion is suspected. The device was explanted and replaced, and there were no patient consequences.

Manufacturer narrative:
A longevity estimate was performed confirming early depletion of the device. Basic testing was performed and the device showed normal characteristics. The device can was opened and the device subassembly was found to have high current drain. The input current was measured to be higher than normal. The cause of the reported field event of premature depletion was found to be a high input current into the hybrid due to a hybrid anomaly. No conclusion code available.